Event description:
Bard power loc max 20 g x 0.75 in (lot # unk - discarded). Accessed first on (B)(6) 2020 with 20 g x 0.75 in. Porta-cath tubing cracked and leaking during infusion of IV fluids / medication administration. Port-a-cath needle removed. Reaccessed (B)(6) 2020 at 1834. FDA safety report ID# (B)(4).